Event description:
It was reported that the patient was experiencing discomfort at the ipg site and had difficulty charging the ipg. It was noted that the ipg had migrated. The patient underwent an ipg replacement procedure and was doing post-operatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.